Manufacturer narrative:
The customer contacted a siemens customer care center and reported that smoke emitted from the external uninterruptible power supply (ups). A siemens specialist calibrated the reagent tray temperature. Additionally, the customer bypassed the ups module and the instrument was operational. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse inspected the system and replaced the ups, which returned the system to normal operation. Siemens further investigated the issue and determined that replacement of this part is considered normal troubleshooting or maintenance for issues of this nature. The malfunctioned ups contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that smoke emitted from the uninterruptible power supply (ups) on a dimension exl 200 instrument. The fire department was not contacted and there were no injuries to any operators. The customer was able to bypass the ups and continue to process patient samples on this instrument. There are no known reports of delay in patient testing or adverse health consequences due to the event.